Event description:
Berlin heart gmbh clinical affairs was informed by the clinic that on (B)(6) 2024 the patient supported with an excor blood pump pu valves; 15 ml in/out; ø 9 mm; in lvad configuration, had left middle cerebral artery (mca) infarct. CT scan showed the patient's brain with large, non-haemorrhagic, acute left mca territory infarct involving the left parietal, temporal and posterior frontal lobes. Suboptimal vessel enhancement on CT angiogram allowing for which, no evidence of major vessel occlusion along the circle of willis or neck arteries. The irritability was noted on (B)(6) 2024 and the next day the patient had seizures with some right sided weakness. The excor blood pump functioned as intended with full fill and ejection. There were some small fibrin deposits. According to the clinic, the last washout was performed on (B)(6) 2024 due to some large fibrin deposits.

Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; lvad sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-12-29, which is (69 days) after the implantation. The affected pump continues to remains on the patient as the patient is being supported with an active driver. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.